Event description:
It was reported that during a routine follow up, it was confirmed with x-ray testing that the right ventricular (rv) lead wire was not broken, but resistance measurements were greater that 3000 ohms and the polarity was automatically switched from bipolar to unipolar. Product remains in service . No adverse patient effects were reported. Additional information provided indicates the field representative wanted to discuss about the reason of the high rv lead impedance. There was also a signal artifact monitoring (sam) event stored due to noise, and an rv lead impairment is highly suspected. The lead remains in service. No adverse patient effects were reported. Additional information provided indicates the decision was made of explanting the lead. The lead helix was unable to be retracted, therefore, a laser sheath system was used to successfully explant the lead and another lead was able to be implanted. In addition, the pacemaker was also explanted and replaced due to normal battery depletion. The rv lead is expected to be returned for analysis. No additional adverse patient effects.

Event description:
It was reported that during a routine follow-up, it was noticed that resistance measurements were greater that 3000 ohms leading to a the polarity was automatically switched from bipolar to unipolar. It was confirmed with x-ray testing that the right ventricular (rv) lead wire was not broken. Product remains in service . No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection noted the lead was returned in two segments, severed at approximately 89 mm from the terminal end. The helix was found extended and deformed and blood/body fluid was present in the lumen and helix housing. Analysis confirmed the outer conductor coil was fractured 170 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
It was reported that during a routine follow up, it was confirmed with x-ray testing that the right ventricular (rv) lead wire was not broken, but resistance measurements were greater that 3000 ohms and the polarity was automatically switched from bipolar to unipolar. There was also a signal artifact monitoring (sam) event stored due to noise, and an rv lead impairment was highly suspected. Subsequently, the physician the decided to explant the lead. Upon explant, the lead helix was unable to be retracted, therefore, a laser sheath system was used to successfully explant the lead and another lead was able to be implanted. In addition, the pacemaker was also explanted and replaced due to normal battery depletion. The rv lead was returned for analysis. No additional adverse patient effects.

Event description:
It was reported that during a routine follow up, it was confirmed with x-ray testing that the right ventricular (rv) lead wire was not broken, but resistance measurements were greater that 3000 ohms and the polarity was automatically switched from bipolar to unipolar. Product remains in service . No adverse patient effects were reported. Additional information provided indicates the field representative wanted to discuss about the reason of the high rv lead impedance. There was also a signal artifact monitoring (sam) event stored due to noise, and an rv lead impairment is highly suspected. The lead remains in service. No adverse patient effects were reported.